Event description:
In 2004, the patient contacted lfs alleging that her one touch ultra meter was reading inaccurately low. The medical affairs specialist spoke with the patient the following day. The patient obtained the reported meter two years ago when she was diagnosed with diabetes. Three months prior, she noticed that her blood glucose results were much lower than usual and contained a decimal point. She said that she obtained readings of 2.9mmol/l, 6.9mmol, and 2.7mmol/l on the reported meter at different times that day. She stated that she had not reset the meter to change the unit of measurement. That same day, she went to see her physician and told him that her readings were lower on the meter. Her physician did not obtain a blood glucose result at this office. Her physician directed her to stop taking her diabetes medication and to eat more. Due to issues with her medical insurance coverage, the patient was not able to see the physician again until approximately one month later. During that visit, a result of 138mg/dl or 148mg/dl was obtained on the physician's meter. The patient was directed to not restart her diabetes medication. Twelve days later, the patient received a meter from the diabetes association and she stopped using the reported meter. She has an appointment to see her physician tomorrow. She also expects to receive a referral to a diabetes specialist. The customer service representative discovered that the reported meter was not set to the correct test strip calibration mode. The csr also confirmed that the meter was set in mmol/l instead of mg/dl. The patient did not allege harm or experience injury due to the meter. Based on the apparent spontaneous change in unit of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and control solution were replaced.